Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient has concomitant systems implanted. No adverse patient effects were reported related to the off label use of these systems. At this time, this pacemaker system remains in service. Additional information was received that this device was explanted due to unknown reasons at this time. Further information has been requested regarding the reason for explant and explant date. This device has been received for analysis. Attempts no obtain further details were unsuccessful.